Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 19aug2020.

Event description:
The customer reported extended self test (est) is not passing and the heated filter back pressure diagnostic error code. The customer confirmed they completed preventive maintenance testing (pvt). The customer powered the unit off and at the time the unit would not power back up. The remote service engineer (rse) advised to replace the power supply. The unit was not in use and there was no patient or user harm.

Manufacturer narrative:
G4:21aug2020 b4: (B)(6) 2020 the customer will not repair the unit at this time. The customer will wait for the department to approve the purchase of a power supply. The power supply will fix the unit. There is no set time for this repair; the unit will be taken out of service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.